Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that normal mode diagnostics were performed which resulted in high impedance. The physician was instructed to perform a system diagnostics test and that if the results were high impedance to disable the device. The physician changed the device settings and then ran a system diagnostic test which reportedly came back ok. A system diagnostic test was performed again which resulted in high impedance (5304 ohms). The physician did not program the device off; however, sent the patient for x-rays. It is unknown if the x-rays will be sent to manufacturer for review. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.